Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a hemorrhoidal banding performed on (B)(6), 2010. According to the complainant, during the procedure, they were able to deploy the first band successfully however, when an attempt to deploy a second band was made, the suture broke and separated from the tripwire. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a hemorrhoidal banding performed on (B)(6) 2010. According to the complainant, during the procedure, they were able to deploy the first band successfully however, when an attempt to deploy a second band was made, the suture broke and separated from the tripwire. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact patient age is unknown however, it has been reported that the patient is (B)(6). The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the ligator head found all seven bands remain on the ligator. The teeth of the ligator showed no damage, and the trip wire was not attached or cinched onto the handle slot. Visual inspection of the handle found no issues. Even though the trip wire was not attached to the handle, there are damages to the handle slot to indicate the wire had been properly cinched at some point. The tip of the trip wire appeared sharp without the ball weld or the cannula for forming the loop that cinched the trip on the handle. The deployment thread was intact and attached to the distal end of both the trip wire and the ligator head. A functional check of the handle found that the handle knob was able to be turned and there was an audible click heard at each complete turn. The bands were manually deployed for testing by the pulling of the deployment thread. The first three bands were deployed with ease and with no damage to the ligator teeth. The root cause can not be determined. The device was returned with all seven bands on the ligator head. In addition, the loop that the deployment thread was attached to is intact along with the deployment thread. The thread was also found attached to the ligator head and was used during functional check to deploy three of the bands. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.